Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09794. Reported via maude report # mw5064991. It was reported that rotawire fracture occurred. The target lesion was located in the left anterior descending artery(lad). A 330 cm rotawire" and a rotablator burr were selected for use. During preparation, while testing the device outside patient's body, the rotawire snapped at the point of the burr. The procedure was completed with another of the same rotawire. No patient complications were reported.